Event description:
Infection has resolved.

Manufacturer narrative:
Correction b5: information that infection resolved was supposed to be included. Correction h6: health effect - impact code 4644 - medication required was supposed to be included. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced infection within the vicinity of the ipg site and was hospitalized. The patient was administered antibiotics to address the issue.